Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified lesion in the segment #11 of the left circumflex artery (lcx). An attempt was made to pass a guide wire using a non-asahi zizai microcatheter but it could not cross the lesion. Therefore, the microcatheter was exchanged for an asahi caravel mc microcatheter. After the lesion was crossed successfully, resistance was felt. Upon withdrawal of the caravel mc microcatheter, a tip fragment was observed on the angiogram. Rotablator atherectomy was then performed, and the procedure was completed. The tip fragment was in the distal #14, and as no flow limitation was observed in either the main vessel or the side branch, the physician decided to leave it situ and follow up the patient. It was informed that the patient was fine and discharged without any issues after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation. Traces of abrasion were found intermittently on the entire caravel mc microcatheter, which were likely caused by contact with a hard object. Microscopic observation of the distal segment of the microcatheter found that the tip was twisted due to torsion. The tip was torn off at approximately 2 mm from the distal end of the tip. Lot history review revealed no anomaly relating to the reported event. It was confirmed that the products were manufactured in accordance with product specifications. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the caravel mc microcatheter while the microcatheter tip had been trapped by the tortuous vessel or the heavily calcified lesion, causing the separation of the tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: contraindications: do not use this microcatheter in advanced calcified lesion. Warnings: do not rotate this microcatheter in any situation. Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation. Malfunctions and adverse effects: separation.